Event description:
It was reported that the platform performed 1 compression with multiple known good batteries while on a pt. No other info was provided.

Manufacturer narrative:
Zoll medical corporation has rec'd the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed.